Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to be set to MRI mode. Diagnostic testing revealed that one of the patient's leads had high impedances. Moreover, it was also reported that the patient experienced discomfort at the ipg site due to the patient losing a lot of weight. It was also reported the patient had a fall. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads and the ipg were explanted and replaced to address the issue. It is unknown which lead had high impedances.